Event description:
Consumer contacted via phone and stated that she went to charge the toothbrush and could smell burning from the socket; she unplugged it, and there was a tiny little mark on the connector where it connected to the socket. No injury was reported.

Manufacturer narrative:
14-aug-2020 product investigation results: product return was received and investigated. Investigation results showed that the defect was caused by consumer handling. Mechanical tension to the cord led to its damage, followed by mains current electrical arcing.

Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was received; product investigation is in progress.

Event description:
Consumer contacted via phone and stated that she went to charge the toothbrush and could smell burning from the socket; she unplugged it, and there was a tiny little mark on the connector where it connected to the socket. No injury was reported.